Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 04/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, the thread comes off the needle. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an opened box and forty-four unopened samples of product code vcp103h were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device vcp103h; qjbbxks0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (e.g. Removal from package, during passage through tissue, etc.)? - an unknown orthopedic surgeon used this suture according to the reporter. And the surgeon experienced the needle detaching from the suture during the use. The reporter mentions that it occured already after the first bite. No other users have mentioned the issue. They took a different vicryl suture to finish the closure. Had to grab new sutures and extended operating time. Procedure date and name? Unknown orthopedics procedure. The following information was requested but unavailable: event date? Could you please confirm the device's availability for return? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿= 275 g/m.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on an unknown date and suture was used. During the procedure the needle detached from the suture after the first bite during use. A different suture was used to finish the closure. The operating time was extended. There were no adverse patient consequences reported.